Manufacturer narrative:
MFR report # 9615332-2018-00183 is associated with argus (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
I was just wondering why the label says not to drink from the bottle when you're rinsing. I've been doing that [intentional device misuse]. Case description: this case was reported by a consumer and described the occurrence of intentional device misuse in a female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash for product used for unknown indication. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced intentional device misuse (serious criteria gsk medically significant). The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. On an unknown date, the outcome of the intentional device misuse was unknown. It was unknown if the reporter considered the intentional device misuse to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional information: adverse event information was received via call on (B)(6) 2018. The consumer reported about biotene gentle oral rinse that, "I was just wondering why the label says not to drink from the bottle when you're rinsing. I've been doing that."